Manufacturer narrative:
The device could not be returned for evaluation. The imaging provided shows screws migrating out of an anthem distal radius plate. Additional information provided that the screws were inserted into the plate at nominal using a double sided drill guide, however it cannot be confirmed that the surgeon used a torque limiter. Per the anthem distal radius technique guide, a torque limiter may be used to insert locking screws under power or in dense bone to help ensure proper tightening torque is not exceeded. A complete unlocking of the screws from the plate after an initially successful surgery could have contributing factors including: screws inserted outside the ±20° cone of angulation; or the surgeon not utilizing a torque limiter for screw insertion. However, an exact cause of the reported issue could not be determined.

Event description:
It was reported that screws are backing out of an anthem volar plate post operatively.